Event description:
It was reported that the patient had been hospitalized at the (B)(6) hospital with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached above 32 mmol/l (576 mg/dl) and with ketones at 0.7 while wearing the pod between 5 and 24 hours. The infusion site (abdomen) was swollen and inflamed. When the pod was removed, the pod's cannula was found kinked. Symptoms reported include abdominal pains. The patient was treated with manual injections of novorapid and 24-hour long-acting insulin. The patient was discharged on (B)(6) 2025. The pod was removed prior to going to the hospital and was discarded. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.